Event description:
The surgeon was attempting to insert a three piece silicone lens model aq2010v in the pt's eye and noticed the front haptic broke off in the cartridge. The surgeon opted not to finish inserting this lens and inserted another lens of the same type. There was pt contact with the injector but not the lens. No pt injury.